Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'flow rate issue' was not reproduced. A review of the event history log was completed. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.